Manufacturer narrative:
This report is submitted on september 28, 2017.

Event description:
Per the clinic, the patient experienced a performance decrement with device use resulting in the decision to explant the device on (B)(6) 2017. The patient was reimplanted with a new cochlear device during the same surgery.